Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observation and detailed analysis revealed abnormalities. Laboratory analysis found stretched conductor coils in the neck area which was not deemed to indicate a product defect or malfunction. Additionally, this report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted, and returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance anomaly. This brady lead was replaced with different model, not implanted, and returned for analysis. No adverse patient effects were reported.